Event description:
(B)(4). Provide by (B)(4) since I get the implants my health has been so bad I live in pain head aches , joint pain, painful legs muscles, lower back and neck,heavy bleeding every period, rashes on face and neck itchi legs, incontinence I can't do anything without having leakage, metal taste. Duiring the first three months whit the implants I have symptoms of food poisoning like sweating, shaking , nausea and vomiting now I have also digestive problems and bloating I gain 40lbs. Im heavier than my last month of pregnancy. I want to be really clear I was perfectly healty before essure